Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated it seemed there was resistance experienced when the physician described the feel with the use of the second coil. The catheter used was a non-medtronic device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a concerto coil (model: pv-18-40-helix) pusher that was stuck in the instant detacher. The coil then could not be detached with the instant detacher due to the issue and was removed from the patient. It was noted all involved devices were prepared according to the instructions for use (IFU). There was no harm or injury to the patient.

Manufacturer narrative:
H3: analysis of the concerto coil (lot no. B126532) found that a portion of the pushwire was extending out from the instant detacher cap. An attempt was made to pull the pushwire segment out from the instant detacher; however, the pushwire was found to be stuck. The instant detacher was taken apart to evaluate the components. The pushwire was found to be bent inside of the instant detacher cap. The pushwire segment was pulled into, and removed from the instant detacher cap. The surface around the bottom inner diameter of the instant detacher cap appeared to be clean, however a portion of the instant detacher was found broken and stuck on the pushwire. The pusher segment was examined and found to be the coupler tube. The actuator interface could not be found. All other components appeared to be normal. The coupler tube outer diameter (od) was measured to be 0.0160¿ and found to be within specification (specification: 0.0160¿ ± 0.0002¿). The outer diameter of the actuator interface could not be measured as it was not returned for analysis. The inner diameter of the cap hole could not be measured as it was found to be damaged. Based on the device analysis, the customer re port of ¿pusher stuck in instant detacher¿ was confirmed. The coupler tube was found to have been either pushed or pulled through the instant detacher cap hole. During normal use, the coupler tube would have been stopped at cap, allowing only the actuator interface through the hole. It is possible that the customer use force to insert the pusher through the instant detacher causing the coupler tube to enter the hole. It is also possible that the coupler tube became stuck on the actuator interface and the coupler tube was pulled into the hole along with the actuator interface during detachment attempt. As the actuator interface was not returned, any contribution of the actuator interface towards the event could not be determined. A portion of the instant detacher cap was found broken and stuck on the coupler tube, likely caused from attempts to dislodge the coupler tube once it was stuck. H6: method code updated to b01. Result code updated to c070601. Conclusion code updated to d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was no damage observed to the concerto coil pusher or the instant detacher. The replacement coil was elongated.

Manufacturer narrative:
The coil portion of the device was returned separately. A previous report was submitted regarding the pushwire analysis. The concerto implant coil was found stretched with the polypropylene filament broken. The implant coil was found stretched. Possible causes are lack of hydration before procedure, user does not maintain continuous flush, tortuous anatomy, coil not retracted in a one-to-one motion with the implant pusher during repositioning, pushwire rotation, or user advances the coil against resistance. There is no indication that the event is related to a potential manufacturing issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.